Event description:
It was initially reported that the vessel was then pre-dilated with a maverick 3.0x20mm balloon at 48atms for 30seconds. The correct inflation time was 8 atm for 30 seconds.

Event description:
Same case as 2134265-2010-03679 and 2134265-2010-03682. It was reported that during a stenting treatment procedure, a balloon withdrawal resistance occurred. The first target lesion was located in the left anterior descending artery (lad). A non-bsc jr4 guide catheter and non-bsc guide wire were advance to the lesion. The vessel was then pre-dilated with a maverick 3.0x20mm balloon at 48atms for 30seconds. A veriflex 3.0x32mm bare metal stent was advanced and inflated to 10atms for 30 seconds and 12 atms for 30seconds. Upon attempting to withdraw the delivery balloon it was stuck to the stent. The physician had to pull negative a few times in order to remove the balloon. This occurred two more times with a veriflex 4.0x16mm bare metal stent and a veriflex 4.0x32mm bare metal stent that were implanted in the right coronary artery (rca). The physician pulled negative a few times to remove the balloon from the stents. The procedure was completed and not patient complications were reported. The patient status is reported as ok.

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the returned complaint device revealed a shaft kink. The hypotube was kinked at 21.5cm distal to the strain relief. An examination of the balloon found that the balloon was not refolded and was partially filled with solidified contrast media. An examination of the proximal weld site identified no anomalies. The device was attached to an encore inflation unit and despite several attempts to inflate the balloon, the balloon could not be inflated. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media that was present inside the device. However all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).